Event description:
A cracked and shattered touchscreen was reported, making the pump illegible and unusable. There was no adverse impact on the customer's blood glucose level. Technical support agreed to replace the pump. The customer will continue to use the current pump for insulin delivery.